Event description:
During a post-implant follow-up, the left ventricular (lv) lead was found to be dislodged due to that patient¿s anatomy. During the revision procedure, there was difficulty advancing the lv lead in the implant catheter. The lv lead was explanted and a new lead was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and difficulty advancing the lv lead in the implant catheter. As received, a complete lead was returned in one piece for analysis. The reported event of difficulty advancing the lv lead in the implant catheter could not be confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The inner coil was found to be kinked/bent at the middle region of the lead. Unable to insert guidewire into the lead due to the condition of the inner coil as received. The double bent measured was within specification.